Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in his left eye (os) on (B)(6) 2011. The patient reported had slight damage to iris and the iris was sutured to close the "gap." Patient has reported experiencing excessive light/glare. Icl remains implanted.

Manufacturer narrative:
(B)(4), damage to iris. Surgical procedure, iris sutured. Excessive light. Lens remains implanted. Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4):based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined.(B)(4)